Event description:
It was reported that this patient was in sri lanka months ago and not feeling well. The patient had shortness of breath and weakness and went to a cardiologist and was told per the electrocardiogram that the device was not working and needed to be recalibrated. It was noted that a boston scientific representative was not present to check the device, and the patient was scheduled for an appointment which the caller wanted to confirm. It was noted that the patient was feeling better, but the caller wanted to know if the device could be checked elsewhere. Technical services (ts) noted that device checks are done in a clinical setting. No adverse patient effects were reported. The device remains implanted.